Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device changeout due to normal battery depletion. This right atrial (ra) lead was inserted into header. The physician performed a tug test and the proximal pin pulled off the ra lead. The physician decided to cap the ra lead and plugged the right atrial port, as the patient had been in a chronic atrial arrhythmia. The ra lead was surgically abandoned. No adverse patient effects were reported.